Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted concurrently with a hysterectomy due to symptomatic pelvic relaxation with symptomatic cystocele, rectocele and uterine prolapse. The patient experienced pain, erosion, urinary problems, bleeding and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat symptomatic pelvic relaxation with a symptomatic cystocele and rectocele, and uterine prolapse. It was reported that the patient had the concurrent procedures of a total vaginal hysterectomy, enterocele closure, bladder suspension, cystoscopy, anterior and posterior vaginal repair, pelvic floor reconstruction with mesh using the two arm procedure, and perineoplasty performed during mesh implantation.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-04426. The same patient is represented in each medwatch.